Event description:
It was reported that, an 840 ventilator had a loss of ventilation and stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.